Event description:
The device system was returned with no additional information.

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately five months after device system replacement. The cause of death was requested and is not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were made with the cardiologist and primary care physician and no cause of death information was available. (B)(4).